Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An rp flex device was implanted in a 69-year-old male patient for cardiogenic shock in the setting of acute myocardial infarction. The patient required advanced cardiac support, including bipella, inotropes, vasopressors, and respiratory ventilator support. During repositioning of the rp catheter, an increase in motor current and loss of flow were observed. Minimal flow later returned; however, reduced flow persisted. The treating physician noted a significant clot burden and suspected thrombus ingestion into the catheter. The decision was made to remove the device. The patient experienced thrombosis and death. The patient¿s death was most likely due to the underlying critical clinical condition and severity of cardiogenic shock. Device performance was as expected. The event is conservatively reported as death.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Thrombosis: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the low pump flow was unable to be determined as no product or logs were returned for analysis.